Event description:
During a stenting treatment procedure, difficulty was encountered with the wallstent iliac stent. The pt was asymptomatic during this event. The lesion being treated was a moderately calcified, 80% stenotic lesion in the iliac artery. The vessel diameter was 7.5 ml. The wallstent iliac stent was advanced to the target lesion, and during deployment, an "incorrect maneuver" was made, and the stent could not be released when the sheath was removed. Attempts were made to withdraw the stent back into the sheath, but were unsuccessful because the stent rolled up onto itself at the distal end. The stent remained in a healthy portion of the vessel, was not-dilated, and the procedure was completed. Pt status is reported as 'good.'